Event description:
The customer's mother reported via phone call that the insulin pump had corrosion in the battery compartment. The customer's mother reported that the insulin pump repeatedly lost power. Blood glucose level at the time of the incident was 400 mg/dl. The customer's mother was unable to troubleshoot as she did not have the insulin pump available at the time of the call. The device will not be replaced or returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.